Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while evaluating stored ams episodes, noise was observed on the atrial channel. Device was reprogrammed. Patient condition is good.